Event description:
A hospital customer from (B)(6) received a control reading of 10.9 mmol/l on the contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. It was asked that the control solution be returned for evaluation. Only the meter information was provided. A replacement meter was sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Manufacturer narrative:
The model number was not provided.